Event description:
It was reported that during a ptca procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the left anterior descending artery (lad). The quantum maverick monorail balloon was being used to post-dilate a taxus drug eluting stent, and ruptured at 6 atms. The number of inflations and to what atms is unk. The procedure was completed with another device, and although no injury was reported the pt did remain in the hosp one extra day. Pt status was reported as "well".